Manufacturer narrative:
H6 investigation conclusion code was updated.

Manufacturer narrative:
The serial number for the healthcare professional's meter (meter b) is (B)(6). The serial number for the patient's roche meter (meter a) is unknown. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs professional meter compared to a patient's roche meter (type of meter unspecified). The patient's meter (meter a) result was 3.2 inr. Due to the high result, the patient was tested at the hospital. The laboratory result was 3.2 inr. The result on the hospital's coaguchek xs professional meter (meter b) was 5.4 inr. This result was questioned. The time lapse between tests is unknown. Due to the laboratory result matching the result from meter a, the result from meter a was not questioned. The patient¿s therapeutic range was not provided.